Event description:
Dear madam/sir, I have been investigating the fascia blaster as it has made its way to (B)(6). Initially my interest was from a business perspective however upon researching I became alarmed and discovered that many women were potentially at risk. Here is some evidence that I collected. From research I can't find any relevant qualifications for (B)(6). She has had a number of businesses that have folded. Registered address on the FDA is a printing and postal box business first class postal, shipping and printing (B)(6). The address listed for the (B)(6) fasciology is (B)(6). However if you google it, there is a (B)(6) institute, which has folded. Ladies that I have spoken to have ended up unwell needing medical attention, also with permanent bruises, severe bruising unlike any injury I have seen, worse cellulite, sudden onset menstrual problems, swelling, rashes, dizziness, fatigue, headaches, heart palpitations and alike. I joined her group only to see the horrific pictures of bruising being touted as repair which defies all medical research. Further medical advise is being given without any qualifications. I discovered many posts were quickly deleted that stated women who had encountered health issues. One of her motivators (B)(6) was hospitalised with blood clots in her calf whilst using the product, she has no history of blood clots, smoking, drinking, etc. She was approached by (B)(6) lawyer and advised not to talk, she was banned and removed from the group. However I believe her photos are still being used. A lady by the name of (B)(6) sent me a message about her medical issues which seem to have coincided with using the fasciablaster. Another lady by the name of (B)(6) also reported a superficial clot that she reported to her doctor and he deemed that it was from using the fasciablaster. This was accompanied with a photo and post made on the private fasciablaster's date (B)(6) 2017 page which is run and administered by (B)(6). I find it disturbing that no medical testing has been done on this product to determine what if any side effects it may incur as would be standard with any other device that is in the field and making such claims. Further it is repair/remodel or to break up fascia/and or adhesions which needs a medical diagnosis, yet is being done over the internet by photos of (B)(6) and or her representatives, yet by all medical literature this is possible to do by purely photos, also bearing in mind she has no tracable qualifications. It is suggested that this tool be used on the whole of the body, which is extremely unlikely to have fascia adhesions given 90 percent are from injury or surgery. Note according to the complaint filed in federal court by (B)(4), (B)(4) and their principals had sued or were threatening to sue customers who complained to the better business bureau or made negative postings online against the company. Not only did they make false or unsubstantiated weight-loss claims," she continued, "they also attempted to intimidate their own customers for sharing truthful - and truly negative - reviews of their products." I hope given the aggressive marketing of this product which on face value seems to go against most consumer law you'll investigate properly, and shall be following up. It has been sold on goop and promoted various other social medical outlets. I also note (B)(6) said on a goop reply to potential customers she had clinic none of which I can find. I have evidence that I have obtained and I request further investigation. I shall also be reporting this to (B)(6) customs, and tga. None that I know which would pass the criteria (B)(6) under terms and conditions on her website says the following I understand that ashley black company is a group of innovators in the field of fasciology, which is not yet a recognized science or license. (B)(6) company does not identify itself or any of its personnel, as a licensed dietician, nutritionist, certified personal trainer, massage therapist, medical provider, or licensed/certified as a professional in any field. All (B)(6) company products and services are not and will not be reviewed by any fitness professional or physician. There is no certifying body recognized by the us government, foreign governments, or any state government in the field of fasciology.